Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had a cannula that split, leaving behind a splinter of the electrode at the insertion site. The blood glucose reading was 5.4 mmol/l. The caller also complained that the insulin pump alarmed several weak signals, lost sensor alarms, re-initializations, sensor errors, discrepancies between sensor glucose readings and blood glucose readings, and inaccurate interstitial glucose readings. The caller also noted bleeding at the sensor insertion site. She noted that the sensor became very brittle. The caller was advised that a review of carelink would help to see if any issues were apparent. Nothing further reported.